Event description:
This sales rep reports that marathon liner 1219-28-154; lot u17ha1043 would not seat into the pinnacle metal cup 1217-22-054; lot wt9dn1007. Lot number u1rcn1001 fit perfectly. The screw was counter-sunk and there was no apparent reason for this liner to sit proud. There was a 35 minute delay to the patient.